Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 246mg/dl and 246mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with all the 5 results in the memory. Wife cannot see the date and time on the meter. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire on 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 246mg/dl and 246mg/dl fasting. Reviewed meter memory: 227mg/dl fasting: yes; 247mg/dl fasting: yes; 232mg/dl fasting: yes; 232mg/dl fasting: yes; 277mg/dl fasting: yes; 264mg/dl fasting: yes. Customer is concerned with all the 5 results in the memory. Wife cannot see the date and time on the meter. Adverse event not reported.